Event description:
Pt reported while driving her car she noticed that the infusion set tubing had separated from the luer lock. She monitored the tubing until she was able to stop and replace the infusion set tubing. The pt did not report any adverse event or symptoms associated with this event. No med assistance was required. The incident occurred two months ago, therefore, no product is available to be returned.

Manufacturer narrative:
Product not returned for eval.